Event description:
It was reported that a patient was on program 1 at 3.4 and for the past five days the patient had been barely making it to the bathroom and then leaking before he could get there. It was noted that on the night prior to the report stimulation was increased from 3.4 to 3.9 on program 9 and the patient was feeling warm at the implant site. Stimulation was decreased down to 3.7 and the patient wasn¿t feeling the warm sensation at the implantable neurostimulator (ins) site. The patient went to the bathroom once the night prior to the report. Additional information received reported that the cause of the event was not determined. The patient did not require hospitalization due to the event. It was stated that the patient had much improvement since implant and one episode of leakage.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0daxm, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).